Event description:
It was reported that a shaft break occurred. A 4.00 x 38 synergy ii drug-eluting stent was selected for use. However, during procedure, it was broke when introduced into the guide catheter. It was further reported that the physician tried to pass the stent through the guideliner but felt resistance. The proximal stent struts were damaged.

Manufacturer narrative:
Device is a combination product. B3 - date of event: used the first date of the month of the aware date as no event date was provided. Device evaluated by MFR.: synergy ii us mr 4.00 x 38 mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of stent damage with a distal strut lifted and pulled distally. The undamaged crimped stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product. Date of event: used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that a shaft break occurred. A 4.00 x 38 synergy ii drug-eluting stent was selected for use. However, during procedure, it was broke when introduced into the guide catheter. It was further reported that the physician tried to pass the stent through the guideliner but felt resistance. The proximal stent struts were damaged.

Manufacturer narrative:
Device is a combination product. Date of event: used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that a shaft break occurred. A 4.00 x 38 synergy ii drug-eluting stent was selected for use. However, during procedure, it was broke when introduced into the guide catheter. No further information available.